Event description:
It was reported that the patient was recharging two days prior to the report and saw the elective replacement indicator (eri). It was further reported that the patient¿s stimulation stopped over two months ago per the patient and the patient came in for a device replacement. The patient stated that prior to the two months, her device was working perfectly. At the replacement, the health care professional opened the pocket and noticed some white cloudy material coming out of the pocket. The health care professional noticed that the battery had leaked in the patient¿s pocket. The fascia around the area was eggshell in appearance. There were no signs or symptoms of infection and there was no tenderness, redness, or warmth. At that time, a new battery was hooked up to the leads after they were wiped down with gauze. The patient reported absolutely no symptoms and was feeling well after surgery. It was further reported that the battery had corroded and that the health care professional saw a milky substance come out after opening the pocket. The reporter noted that there was a white substance on the battery, up underneath it and white stuff all in the implantable neurostimulator (ins). Neither the manufacturing representative nor the health care professional thought it was infected. It was noted that the pocket was looking good. It was noted that the leads looked normal. Prior to the replacement, impedances were less than 50 and one over 10 ,000 and the rest were good up until end of service (eos) happened.

Manufacturer narrative:
Concomitant medical products: product ID: 37742, serial# (B)(4), implanted: (B)(6) 2005, product type: programmer, patient. Product ID: 377775, lot# n0033896, implanted: (B)(6) 2005, product type: lead. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: extension. Product ID: 748925, serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: extension. Product ID: 37742, lot# serial# (B)(4), implanted: (B)(6) 2004, explanted: (B)(6) 2014, product type: programmer, patient. Product ID: 377775, lot# n0033896, product type: lead. (B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the implantable neurostimulator ((B)(4)) found no significant anomaly. The battery was at normal end of life/elective replacement indicator or end of service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.